Event description:
Consumer stated that they were brushing teeth with the toothbrush when it was noticed a couple of bristles from the brush head were on her tongue. About 15 minutes later, a bristle came out of her mouth.